Manufacturer narrative:
D4 primary UDI number was revised.

Manufacturer narrative:
Updated information: console data has been provided for evaluation. Investigation is ongoing.

Event description:
It was reported that a hospital had an issue with an automated impella controller (aic) and attempted to switch to another aic and had an error during transfer. The procedure was successful with other device. No patient harm was noted. A company representative was able to meet with the customer about the aic and they think it might have been a nursing error when completing the aic to aic transfer. The hospital's risk department is wanting the data downloaded from the console to be evaluated to see if it can be cleared as a nursing error or not. If found not to be a nursing error then they will release the aic console to be sent in for analysis.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.